Event description:
Complainant's wife had pacemaker and lead system implanted in 1984. The lead became defective with cracked insulation, but worked ok electrically. The pt developed lupus-like symptoms, which the complainant attributed to the pacemaker lead. He believed that the MFR is covering up the link between pacemaker leads and these type of health problems. Pt has no energy, sleeps a lot, aches and pains, joint problems, headaches, etc. Problems appeared to be exacerbated when the lead was removed in 1992. The pt no longer needs a pacemaker. Complainant will send a 1987 article which describes his wife's condition and links lupus to pacer leads. Co had no record of any compliant or return involving this specific pacemaker lead. When questioned about the association of pacemaker leads with lupus or lupus-like diseases, co's director of regulatory compliants and audit, said that he was unaware of any such link or any investigation in that area. Co did have records of the return of the pt's pulse generator and of a complaint from pt's husband regarding the pg. The firm's follow-up on the return and complaint appear to be adequate.